Event description:
Hemodialysis patient experienced allergic reaction 16 minutes into treatment. Symptoms include shaking, hypotension, and difficulty breathing. Patient has been using medisystems bloodlines since march 2000 with no similar reaction. A new extracorporeal circuit was set up and treatment continued with no further reaction. Patient information was not made available.